Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a very complex case. The procedure was to treat a lesion located in the obtuse marginal artery that was heavily calcified, heavily tortuous and a chronic total occlusion. The hi-torque pilot 200 guide wire was advanced when the tip of the pilot 200 became stuck in the calcium in the subintimal space and broke off. The true lumen was crossed and stented the vessel burying the small wire tip in the tissues without any contact with the lumen of the vessel. The patient was discharged on (B)(6) 2018 and is doing well post-procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.